Manufacturer narrative:
The implanting clinician stated following the product instructions for use. The stimulator was implanted with a slight flex [or bend] at the electrodes to flare out to nerve endings (x-rays attached). The stimulator electrodes migrated away from the targeted nerves. Cr reports successfully reprograming to patient to re-establish therapy after fluoroscopy confirmed location. No further reports of shock/zap have been reported. Travelers and sterility reports for lots swo200605 and swo200727 were confirmed to not show any issues; the device was verified to meet specification through all required testing. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed following the product instructions for use, and the sterile barriers of all products used were intact before the implant. Based on this information, the migration/jolt was not replicated. The stimulator is used to treat pain. According to stimwave's cmo, the source of the jolt may be due to the lead impinging on the tarsal tunnel and likely hitting the posterior tibial nerve, which would cause "zapping" without the system being powered on. The cause of the migration is unknown, but migration is likely the cause of the loss of therapy and electrical sensation.

Event description:
On (B)(6) 2020, the patient reported experiencing a "zapping feeling" in the ankle and loss of therapy. Fluoroscopy images were taken and confirmed migration.